Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Unspecified alarms occurred during a routine hemodialysis treatment. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner following unrecoverable alarms as instructed in the user's guide. Facility staff confirmed the alarms were due to pt access cannulation problems. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.